Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch (lss) for high out of range impedance measurements of greater than 2500 ohms. This lead tripped a lss once before for unknown measurements and was reset. This lead also exhibited intermittent noise in the bipolar configuration and sensing issues that were inappropriate in both bipolar and unipolar configurations. The lead measurements at the most recent visit are all normal and within range. As a result of these issues, the patient's device was placed into vvi mode. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.